Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt had a head trauma. The pts and the audiologist reported that the hearing sensation has not changed significantly. Testing performed on (B)(6), 2011 shows electrode channels 4, 5, 6, 7, 8, 10, 11 and 12 in status hi. Electrode channels 1 and 2 are in status sc, and electrode channels 3 and 9 are in status ok.